Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode experienced inappropriate shocks due to oversensing of muscle movement. It was noted that this patient has a condition called hydroenteropathy. This patient underwent a changeout procedure in which this s-ICD was explanted and a transvenous system was implanted and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.